Event description:
It was reported that the device was heating up during a case at the user facility. The procedure was competed successfully with no delay, medical intervention, or adverse consequences reported.